Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump was under delivering. The customer¿s blood glucose level was 487 mg/dl and 500 mg/dl. The customer¿s blood glucose level was 95 mg/dl. The customer had symptom related to high blood glucose level such as headache. The customer was treated with insulin pump and manual injection. The customer reported that the drive support cap was normal. The customer alleged insulin pump was under delivering as the customer had high blood glucose level. The customer performed self test and displacement test and it passed. The customer performed high pressure test and found no delivery alarm. The insulin pump will not be returned for analysis.